Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unknown mentor saline breast implants has experienced postoperative bilateral deflation of implants and bilateral capsular contracture, baker grade unknown. As a result, the patient underwent explantation and replacement with unspecified mentor gel breast implants in 2004. Date of implantation and date of explantation have been estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the second of two implants.